Manufacturer narrative:
According to the description of the event, a drill broke off during use. The affected drill was provided for an optical examination. The fracture occurred in first third of the drill (beginning from the tip). It is known that the fracture of the drill occurred during use/ intraoperatively and that it caused a prolongation of the surgery of about 10 minutes. However, this had no health effect on the patient. Another drill was used instead when the drill broke to finish the surgery. The manufacturing documents and the material certificates of the flexible drill were checked. Those did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drill broke off. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drill. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of drill is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error patterns "break of the instrument" in the associated risk management.

Event description:
"The drill broke during surgery despite correct use. An alternative instrument from depuy was used to continue the procedure, which resulted in a total increase of the operating time by 10 minutes." Note: it is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of about 10 minutes. However, according to the available information, this extension had no health impact on the patient. Another product was used to finish the surgery. Implantcast gmbh was provided with the affected product on 12/16/2025.